Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that bruising occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient noticed the filament went in and there was a hematoma that looked like a golf ball. During this time, the patient was already on strong antibiotics due to pneumonia. It was prescribed by a doctor 7 days twice daily of (keflex) cephalexin antibiotic, prescribed for pneumonia not related to dexcom. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).